Event description:
It was reported that this patient had a ventricular fibrillation episode which shock therapy failed to convert. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and it was found that the shock impedance was over 140 ohms. In addition, both the s-ICD and this electrode were dislocated. Subsequently, this implantable electrode was explanted and replaced, while the s-ICD was repositioned. The shock impedance decreased to 65 ohms after these actions were performed. This implantable electrode is not expected to be returned for analysis as it was discarded after it was cut in half to extract it. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a ventricular fibrillation episode which shock therapy failed to convert. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and it was found that the shock impedance was over 140 ohms. In addition, a CT scan was performed, and it was found that both the s-ICD and this electrode were dislocated. Subsequently, this implantable electrode was explanted and replaced, while the s-ICD was repositioned. The shock impedance decreased to 65 ohms after these actions were performed. This implantable electrode is not expected to be returned for analysis as it was discarded after it was cut in half to extract it. No additional adverse patient effects were reported.